Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bar code error was found before use with occurred with a needle ns 20ga 1-1/2in . The following information was provided by the initial reporter, "the bar code on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."

Event description:
It was reported that bar code error was found before use with occurred with a needle ns 20ga 1-1/2in . The following information was provided by the initial reporter, "the bar code on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."

Manufacturer narrative:
Please consider the MDR cancelled. The information was re-evaluated and does not meet our reporting criteria.